Event description:
Per the clinic, the patient developed an infection located in the mastoid post surgery. Subsequently, the patient was treated with an oral antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2026. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.